Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/27/2017 with the following findings:a review of the black box showed unexplained power on resets. No damage was found to the returned battery cap. No moisture/corrosion was found to the battery compartment. The returned battery cap was able to attach to the pump and was used to complete 24 hour duration testing. No power interruptions occurred during testing. The returned battery cap contact measurements were within specifications. The pump cover was removed to find internal moisture to the printed circuit board and internal components. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad.